Event description:
There are two defects in the atrial septal wall. During many attempts to implant the amplatzer® septal occluder (aso), the intima tore and required surgical repair.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer® septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.